Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper involved with this complaint and completed the device evaluation on (B)(6) 2022. Failure analysis investigation revealed that the instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed and thermal damage. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. Root cautery was attributed to a component failure. Additionally, the instrument was found to have charring and localized melting below the grips on the side of the yaw pulley. It occurred at the site where the conductor wire insulation is damaged. This failure was most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck occurred at the site of the thermal damage. The root cause of frayed distal instrument grip cables was attributed to a component failure. Moreover, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to the user, most commonly caused by improper cleaning/reprocessing technique. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the instrument (471400-10/k10220124 0036) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 3 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire insulation damage. The damaged conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing that, the long bipolar grasper instrument had frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.